Event description:
It was reported that the patient experienced suspected insulin leakage around the luer connector during and after a full supply change with a 23 in, 6 mm contact detach, despite the connector and tubing being tightened, and the patient has had repeated difficulty twisting connectors onto the ilet. Symptoms included hyperglycemia with a reported peak of 315 mg/dl and prolonged elevated glucose for approximately five hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient hyperglycemia without hospitalization or acute complications. Investigation included troubleshooting and education, coordination to return the luer connector and insulin cartridge for evaluation, and review of component lot information for the contact detach, connector, and cartridge. Investigation of this case revealed a suspected leakage at or near the luer connection or tubing interface consistent with a connector or connection integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related connection difficulty contributing to an incomplete seal at the luer interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.